Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791 serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about the last week they have not been able to charge their implantable neurostimulator (ins) completely or efficiently and its takes an hour to get all 8 of the coupling boxes on the recharger screen. The patient states that its been taking more than four hours to charge their ins , and has never taken that long to charge their ins before. The patient stated patient services (pss) recently sent them a desktop charger (dtc) and they have been able to charge the recharger. The caller stated that there is no physical damage to the recharger antenna cord , but that one end moves more than it should and "looks funny". Pss sent an email to repair to replace the recharger antenna cord , and sent an email to the local manufacturer representatives to transition the patient to the wireless rechargers. For symptoms the patient states they always shake and have these symptoms "forever " and was worse were when they were diagnosed with parkinson's. The patient stated they can't hit keys on the phone due to shaking. The patient stated the shaking was a lot worse before dbs and now they don't do it all the time. The patient stated that they were at the hcp office the other day and the hcp is aware of the symptoms. Additional information received from the consumer reported they got the recharger antenna, and their recharging experience was still about the same. The consumer mentioned they fell on the implant a couple months ago and were sore the next day at the implant site, but the recharging issue started before the fall. In addition, the consumer mentioned their battery drained daily and at some point the implant site felt like it was ¿burning¿ when recharging. The patient programmer (pp) was used to confirmed therapy was on and okay with the implant 75% charged. During the call the recharger was used resulting in 0 coupling bars. The consumer was interested in the wireless recharger transition program.

Event description:
Additional information received from the consumer reported they have been experiencing coupling issues with the wireless recharger (wr) ever since they got it. The patient stated that the wr never stops beeping because it won't make a good connection with the implant, and it doesn't matter what position they are in (i.e., lying down). The patient also mentioned that they shake all the time, which can make it difficult to keep the wr steady over the implant, even when using the drape. Regarding the patient's shaking, the patient said they met with their doctor last week and they had the ins programmed to "420 on one side and 5 on the other." The patient stated that the doctor tried "3 different other patterns," but they didn't work. The patient added that their doctor upped their sinamet a little bit. During the call, the wr made a connection to the implant initially, but then it lost the signal within seconds and the wr began to beep as it searched for the implant. The patient still had the legacy recharger and they said it works better tha n the wr, so during the call they began a charging session with it. Initially the patient had 6 coupling bars filled in, but within a minute it dropped to 4 coupling bars and then to 0 coupling bars. The patient doesn't think the recharger antenna moved at all when the coupling got worse. It was reviewed the patient would need to have a pocket assessment due to the coupling issue occurring with both the legacy recharger and the wr. The patient stated that their doctor checked the ins last week and they told the patient that "all the connections were good," but they did not do an x-ray. The patient was redirected to their doctor to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.